Event description:
Adverse event(s): "not seeing when reading" (vision, impaired). Product problem(s): "optic is shaking" (optical issue [iol (intraocular lens) implant]). A consumer's daughter reported that one week following her mother's intraocular lens (iol) implant surgery, her mother is not seeing well when reading and that the optic is "shaking". The reporter stated that the surgeon is aware of this experience and referred her mother to a retinal specialist. The retinal specialist told her mother that this "might correct later". No follow-up information for the surgeon and retinal specialist could be obtained from the reporter; therefore, follow-up could not be performed.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No follow-up information for the surgeon and retinal specialist could be obtained from the reporter; therefore, a follow-up could not be performed. (B) (4). (B) (4). (B) (4).